Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds on the low-voltage lead were noted when attempting to place the lead. Re-positioning was attempted but the thresholds remained high. The lead tip wore and so the lead was explanted and replaced. A different low-voltage lead was attempted and the same issues with high thresholds and worn tip occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.